Event description:
It was reported that after anti-tachycardia pacing (atp) and ventricular shock therapy was delivered to convert an arrhythmia a few undersensed ventricular fibrillation waves occurred with no delay in therapy. No adverse patient effects were reported. The device remains implanted.